Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. A potential root cause for this failure could be mishandling of device by user. The device was not returned for evaluation. The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the irrigation syringe was attached to the foley balloon luer lock and not irrigation luer lock. It was stated that approximately 10 ml of sterile water was injected into balloon, causing the balloon to pop. Representative used the balloon port instead of flushing port.